Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 374 mg/dl. The customer's doctor stated that the cannula of the infusion set was removed from the customer's body. The customer's doctor stated that the insulin pump did not alarm no delivery. The customer was not available to perform troubleshooting. Nothing further was reported.